Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause traced to device design g4: PMA/510(k) # field on 3500a form contains an additional code - k210608; reported here as it exceeded character limit for designated field.

Event description:
It was reported that there were no field allegations made against the performance of this insertable cardiac monitor (icm) device. The device was explanted after being implanted and in-service for approximately 2 years and two months. The device was returned, and device analysis was completed. No adverse patient effects were reported.